Event description:
An optometrist reported a case of inflammation, observed on a pt's left eye at five days post photo refractive keratectomy (prk). Reporter indicated the pt was prescribed an increase of topical steroid dosage. Pt noted eye was irritated and vision blurry. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).